Manufacturer narrative:
All available information was investigated, and the reported arm positioner resistance and clip jumping were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the causes for the reported arm positioner resistance and clip jumping could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a minimal insufficiency was observed post deployment of the clip (cds0707-xtw; 50415a1075). It was due to perforation on the posterior leaflet. During the clip preparation (50222a1038), the clip jumped open continuously. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a minimal insufficiency was observed post deployment of the clip(cds0707-xtw; 50415a1075). It was due to perforation on the posterior leaflet. During the clip preparation (50222a1038), the clip jumped open continuously. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.